Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2016 inratio inr = 3.9. (B)(6) 2016 inratio inr = 1.1. (B)(6) 2016 inratio inr = 2.0. Patient's normal warfarin dosage was 5 mg/day. Patient self tester's physician advised patient to decrease warfarin dose to 2.5 mg on (B)(6) 2016 then resume normal dose on (B)(6) 2016. No changes to warfarin dosage after results obtained on (B)(6) 2016 and (B)(6) 2016. No reported adverse patient sequela.